Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on (B)(6) 2017 reported she found out about the event the day that the catheter was replaced from the healthcare professional. Healthcare professional tried pushing saline through the catheter and saw minimal fluid coming from the catheter. Rep had no further information.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient experienced spasticity and had returned to pre-pump baseline. It was noted the cause of the unable to aspirate from the side port was due to an obstruction in the distal (spinal) catheter and the entire catheter required replacement.

Manufacturer narrative:
Analysis of the 8784 catheter found damage to the transition tube of the catheter body. The damage was seen on the transition tubing. Of note was the portion of the transition tubing beneath the strain relief shroud was intact and unaffected by the tearing seen external to the strain relief shroud. Analysis of the 8782 catheter revealed acceptable testing and catheter was incomplete and returned in segments. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-mar-13 reported the date of the unable to aspirate from side port was (B)(6) 2017. It was noted patient experienced increased spasticity related tot he unable to aspirate from the side port and no csf flow at revision. The cause of the unable to aspirate from side port and no csf flow at revision was the catheter was clogged at the distal (spinal) end and it required complete replacement. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Product ID: 8782, serial#(B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient receiving gablofen 2000mcg/ml for a total dose of 100mcg/day via an implantable pump for intractable spasticity. It was reported healthcare professional tried to aspirate the catheter from the side port, but was unsuccessful. This prompted a catheter revision. At revision hcp could not get cerebrospinal (csf) flow from the catheter, so hcp decided to remove and replace the catheter with a 8780. After implant, catheter was patent and good flow was seen. At time of report, it was noted patient's status was alive-no injury and the issue was resolved. Catheter was replaced with a manufacturer product on (B)(6) 2017 and return status was noted as will be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.